Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced advanced evaluation (ae) for urge incontinence. It was reported that the trial patient¿s leads had ¿slipped¿ a few days ago. They also mentioned that they were groggy after the procedure. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if there were any interventions/actions taken to resolve the issue. It was unknown if the issues were resolved. It was unknown if any surgical intervention had occurred. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.